Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. No patient involvement. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing review was conducted. DHR review for part # 312.151, lot # a4fg995, release to warehouse date: 13june1996, expiration date: n/a, manufacturer: (B)(4). No ncrs were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition.

Event description:
It was reported that a double drill sleeve from a 3.0mm cannulated screw set was noticed to be broken. This was discovered after it came out of sterile processing. No procedure or patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (2.0mm/1.1mm double drill sleeve, part number 312.151, lot number a4fg995. The subject device was returned with the complaint condition stating that the drill guide was received at customer quality (cq) in two pieces. The 1.1mm drill guide has broken off at the weld. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by excessive force or accumulation of wear over the lifetime (20+ years) of the device ultimately leading to breakage. It is not likely that the design of the instrument contributed to this complaint. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The returned double drill guide is an instrument commonly used in the 3.0mm cannulated screw system per technique guide. Top level double drill guide were reviewed during this evaluation. No product design issues or discrepancies were observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.